Manufacturer narrative:
(B)(4). Date sent: 5/6/2020. D4: batch # t5cx44. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows two reloads (white and blue) from top view, and both reloads can be seen with the pan cartridges partially dislodged on one side. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Device analysis: the analysis results showed that one gst60b cartridge reload was returned unfired with one double driver missing, making the reload non-functional. In addition, the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached as to what may have caused the cartridge pan to dislodge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the laparoscopic radical gastrectomy surgery, it was noted that the cartridge pan was loose. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.